Event description:
It was reported to philips that the system's flexvision monitor was blank, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary treatment was being performed when the issue occurred and was completed on the same system with a delay of less than 20 minutes, as the system monitor turned on by its own. Customer reported to philips remote service engineer (rse) that the flexvision monitor went black. As part of troubleshooting, the philips field service engineer (fse) checked the connections and reconnected them, also reviewed log files but could not find any errors and was unable to replicate the issue. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The flexvision monitor issue did not impact the completion of the procedure. The procedure was completed on the same system as the system monitor turned back on by itself, with a delay of less than 20 minutes, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.